Event description:
The new cadd prizm hi volume tubing is causing underinfusion of IV fluids. The higher the hourly rate, the greater the underinfusion. The pump is registering that the infusions are complete, but there is greater overfill left in the bag. This trend is noted specific to when reporter started using the new cadd prizm hi volume tubing product #21-7081j. Underinfusion up to 500 ccs in a 3,500 cc bag. Reported the problem to cadd and they are aggressively investigating, and making previous tubing available until problem resolved. This problem encompasses several pts.